Event description:
It was reported patient underwent a revision procedure six years post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: femoral component, catalog # 00596401552, lot # 63246978. Articular surface, catalog # 00596403210, lot # 63642874. G2: united kingdom. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2024-00027 and 0001822565-2024-00367. H3 other text : product location unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient was experience pain and swelling and was revised due to loosening of the tibial component from de-bonding from the tibial cement mantle. Additional findings include pitting of the poly, a large cyst of the medial femoral condyle, posterior medial tibial defect, and synovial pathology displayed wear debris within the tissue with an inflammatory reaction. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. The root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.